Manufacturer narrative:
(B)(4).

Event description:
A customer in china reported the replacement line on a prismaflex m60 set became disconnected during treatment. The prismaflex montitor triggered a "replacement weight" alarm. There was no serious injury to the patient and no medical intervention to preclude serious injury.